Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cannula would not go in. After further inspection it was noticed the jaws were frayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Although getinge was not required to resubmit the follow-up mdrs, it was agreed upon with the FDA representative that this would be the easiest course to take to ensure full linkage with the resubmitted initial mdrs. Therefore, this record has been created in order to document the resubmission of the follow-up MDR record. Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage, and no evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled and detached from the tip of the cold jaw, but remained attached at the base of the jaw. The missing piece of the insulation was not returned. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode peeled jaw. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The pa tried inserting the harvesting cannula and it would not go in. After further inspection he noticed the jaws were frayed. Opened a new kit. Please send a replacement kit to the attention of (B)(6). Summary: the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cannula would not go in. After further inspection it was noticed the jaws were frayed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.